Event description:
It was reported by the aci clinical specialist that a male patient underwent an interventional peripheral procedure on (B)(4) 2013. Access was obtained via a 7f sheath (model unk). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the balloon was inserted into the procedural sheath and inflated, the balloon pulled through the sheath and the sheath lost access. Since the buddy (guide) wire helped maintain access, the sheath was reintroduced and another device was deployed successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.